Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One stone extractor was returned for investigation. The returned packaging confirmed the lot number is 9008944. The device was returned with the handle in the closed position. The basket formation was partially open. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing [pett] measures 3 cm in length. Visual examination noted the support sheath is bowed starting 1 cm from nose of mlla. There are several kinks in basket sheath. The kinks are located 18 cm, 23 cm, 32 cm, and 33 cm from nose of mlla. The support sheath and basket sheath are still adhered. The basket formation has a flattened appearance. The knot on the basket formation appears inverted; the wires are not symmetrical. Functional testing shows the handle actuates the basket formation completely, but when in the closed position 5 mm of the basket formation extends basket sheath. The handle was disassembled-then reassembled. Functional testing found the handle still does not actuate basket formation to the fully closed position. A review of the device history record found there were no non-conformances related to the reported failure. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 9008944. According to the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not fully close due to damage to the device. The sheath was found to be kinked in several locations and the wires of the basket were misshapen. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The condition of the returned device makes it possible that it was inadvertently damaged during handling / use. The investigation conclusion is cause traced to user; unintended use error caused or contributed to the event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported initially they tried to use the ncircle delta wire tipless stone extractor on (B)(6) 2018 for a case. The basket doesn¿t close all the way. Additional information was received on 02oct2018. The basket didn¿t close properly. It caused no patient harm. They opened another basket to complete the procedure. There was no need for additional procedures and no adverse effects to the patient due to this occurrence.